Manufacturer narrative:
On 06/12/18, it was reported to mentor that the following information was reported in the original medwatch: lot number 5536423, catalog number 3503250 , serial number (B)(4), however, mentor received: lot number 5603426, catalog number 3503250, serial number (B)(4). Clarification is in process. A supplemental will be submitted once clarification has been made. On 06/22/18, it was reported to mentor that the patient noticed decreased volume, projection. There were no complications. (B)(4).

Manufacturer narrative:
On 05/29/18, it was reported to mentor that the problem was first noticed by the patient. On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5536423 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor smooth round high profile 250 cc, catalog number 3503250, serial number (B)(4), lot number 5603426. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with saline mentor smooth round high profile 250 cc breast implants and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/02/18, it was reported to mentor that the product investigation has been completed. Multiple attempts have been made to obtain clarification for the wrong product received (lot # 5603426, catalog # 3503250) however, no further information has been made available. Since the reported product (lot # 5536423, catalog #3503250) was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If wrong product clarification is received at a later date, within the lab product retention period, we will perform the investigation as appropriate. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/24/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was reported different in original report. The correct date problem observed was (B)(6) 2018. The replacement device was saline mentor smooth round high profile 330cc. Manufacturer¿s reference number: (B)(4).